Event description:
It was reported that pump insulin gauge displayed an insulin amount very different from what caller expected, with pump showing static fill estimate while insulin was still being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that variation in internal pressure measurements could cause static fill estimate until actual insulin volume matched displayed value, and caller understood and acknowledged this guidance with no further actions reported.